Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no controller lights were observed. A field service engineer (fse) disconnected and tested both controllers, confirmed to be nonfunctional, and replaced both controllers. Drawer 1 was then configured in the application, the bus detection error cleared, and all controller lights were verified. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer cubie was failed and device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.